Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided) and a correction bolus was delivered to address bg. Customer did not know cause of elevated bg. Tandem technical support reviewed pump setting with the customer and no issues were identified. Recommendation was made for customer to discuss event with their healthcare provider.